Event description:
The user facility reported they encountered delivery issues during implant attempt of impella 5.5. The patient was taken to the operating room for 5.5 upgrade. However, due to patient's small anatomy, impella 5.5 would not pass despite exchanging for stiffer 0.025 platinum plus. As a result, the decision was made to place impella cp via axillary site. This case is for the second pump (5.5).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Delivery issue: the cause of the delivery issue is determined to be patient condition because the pump was unable to pass through vasculature due to small patient anatomy and decision to place axillary cp made. Device history review: the device passed all the post sterile inspection checks.